Manufacturer narrative:
Additional information was received on (B)(6) 2015. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2010.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised.it was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2010. The patient was revised on (B)(6) 2015 due to pain,loosening and infection.

Manufacturer narrative:
This case will be invalidated since the patient was actually implanted with a tm modular hip and not with a durom us acetabular component. Therefore, zimmer (B)(4) will consider this case as closed. Zimmer reference number: (B)(4).

Event description:
Follow up information received on february 21, 2017. It has now been reported that the patient was actually implanted with a tm modular hip (manufactured by zimmer inc., (B)(4), USA) and not with a durom us acetabular component. Therefore, this case will be invalidated. Please rectify your records.